Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, the distribution center in (B)(4) was performing a routine stock inspection of absolute pro vascular self-expanding stent system temperature indicator on the inner pouch of the packaging when it was discovered that the inner pouch of a 7 x 60 mm had hole. There was no damage to the chip board box or any issue with the temperature indicator noted; however, the hole compromises the sterility of the device. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.